Manufacturer narrative:
The device was received for evaluation. Microscopic examination found two scuff marks on the outside of the bag. The cause of the scuff marks could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿an oblong particle¿ inside of an exactamix total parenteral nutrition bag. This was observed prior to use of the device. There was no patient involvement. No additional information is available.